Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they had the trial device ¿maybe 15 years ago,¿ and during the trial they had a severe reaction to the lead. They had a high fever and a terrible infection, and during that time they found out that they had a nickel allergy. After they got the full implant, the leads were fine; they just had an issue with the trial lead.